Event description:
Customer reported an issue with leaking insulin cartridges, occurring across four separate events between (B)(6) 2025. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. Customer successfully resumed insulin therapy by changing the cartridge, and the defective cartridge was set to be returned. Tandem technical support sent out a replacement order as a goodwill gesture with no further action required.